Manufacturer narrative:
D4 UDI: (B)(4). One device was received for investigation. The device was visually inspected and functionally tested. The reported problem was duplicated. The complaint is confirmed. The tidal volume was out of specification. Recalibrated tidal volume control and the device functioned as intended. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. G2 email is: regulatory.responses@icumed.com.

Event description:
It was reported, that the title volume check was not consistent. Patient involvement is unknown.

Manufacturer narrative:
B3: date of event is unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr, 803.56 when required.